Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a lancing device issue with her one touch lancing device. A medical surveillance specialist (mss) spoke to the patient on july 21, 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010 at around 6pm, she had dropped her lancing device and the lancing device broke. She was unable to test her blood glucose because there was an issue with the "cocking" of the lancing device. The patient had no way of testing her blood glucose. Approximately 3 days later, the patient was sweating, incoherent and passed out. Paramedics were called and the paramedic's meter read" low" and the patient was taken to the ER and was treated with IV glucose. The patient claims she was there over night and was released the following day. She does not recall what her initial reading was in the ER or prior to being discharged. She does not recall how soon after treatment she regained consciousness. The lancing device was replaced. The complaint is being reported since the patient alleged that due to the "cocking " issue with the lancing device, she was unable to test and developed symptoms suggestive of a serious injury and had to be treated by a medical professional for a low blood glucose reading.

Manufacturer narrative:
Lot # and serial number of meter was not provoded. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The rptr states that the lancet is visible past the cap after she gets the accu-chek multiclix lancet device to "click". No action taken or treatment given based on the lancet device issue. No adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.